Event description:
The joint was exposed and used x- ray to determine the size. It was felt that the patient had plenty of bone space for the large x-post at 20mm in length. The guide wire was placed and then re positioned to get it centered down the canal. The reamer was used and the surgeon said he sunk the black line 2-3mm below the bone surface. It was suggested that if this was hard bone then he should drill, but the dr. Felt it was not necessary. The x-post was implanted and became stuck 3/4 of the way in and would not move. Dr. Provided more force which snapped the end of the screw driver off and left in the post. Dr. Had to fish the head of the screwdriver out. Once this was managed, he tried to take out the post with the other screwdriver. However, due to the force required to remove the post, the cannulated screwdriver snapped again. He tried to locate another 2mm hex screwdriver, however there was no spare available. He tried to use the exposed post window to lever the post out, but this unfortunately snapped the head of the post off. Dr. Was then forced to partially split the bone in order to release the rest of the x post.